Event description:
No further complications were reported or anticipated.

Event description:
Additional information received from the repreported that the patient was able to recharge properly following the surgical revision. No further complications were reported or are anticipated.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that recharging could not be done since no matter how it was tried, the recharging efficiency meter showed the minimum value. There was an initial failure. The device settings were not known. No x-ray images were available. No telemetry data was available due to the clinician programmer of the facility was used. There were no known external factors that contributed to the issue. Troubleshooting was performed, recharging efficiency was checked. Fluoroscopy confirmed the ins was normally placed and not turned over. The patient underwent a surgical intervention. An attempt was made to ¿charge the recharger after removing the battery¿. Charging was then normally performed. As a result it seemed that it was a problem of depth of implant, not a malfunction of the ins. Therefore, the ins was implanted slightly shallow. Regarding the matter, both the physician and the patient understood and the issue was resolved. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.